Manufacturer narrative:
Additional/updated information: a2, a3, b5, h6 health effect - clinical code & medical device problem code h3. Investigation results-the logic tibia implant psc insert, serial number 4215109 is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the loss of range of motion is most likely related to the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device as with arthrofibrosis. As reported in the operative report there were no issues with the exactech devices. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
Patient was revised to exactech devices on (B)(6) 2017 from unknown devices for failed left total knee arthroplasty with loose tibial component and multidirectional instability. Revision operative report of (B)(6) 2020- diagnosis: arthrofibrosis status post left knee revision arthroplasty. Indication: patient initially had very good range of motion of 120 degrees or more, but after about a year, he started losing range of motion and has been unable to recovery despite pt. Complete synovectomy was completed, protecting the periosteum and collaterals. Devices were checked- the patellar, femoral, and tibial components which were all found to be well fixed in excellent position. By mobilizing the scar tissue and extensor mechanism under gravity, achieved about 110 degrees of flexion. The polyethylene was removed, which showed no wear and excised scar tissue in the back of the knee, posterior recess of the femur. This created an additional 10 degrees of flexion. Devices were trialed and then implanted. A bulky dressing was then applied. The patient transferred to recovery room in stable condition and vital signs. Postoperative plan: weightbearing as tolerated with active range of motion as tolerated, no precautions. Follow-up in 6 weeks with x-rays and wound check. No other information is available.

Manufacturer narrative:
D10: concomitants: 4199442, 02-010-06-0240 - logic cc femoral size 4, left. 4524590, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 4098531, 02-012-50-4013 - logic fit/rbk augment 1/2 block rm/ll sz4 10mm. 4098545, 02-012-50-4014 - logic fit/rbk augment 1/2 block rl/lm sz4 10mm. 4354571, 02-012-60-1425 - logic stem ext 14mm x 25mm. 4226144, 02-012-60-1440 - logic stem ext 14mm x 40mm. 4473393, 204-70-00 - tibial stem ext. Screw. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2017. Approximately 3 years and 8 months after the initial procedure the patient had a left knee replacement on (B)(6)2020 due to instability, debonding, pain and lack of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and decreased range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.